Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up. Upon review, it was noted that the right ventricular lead was not capturing consistently, and the r-waves were smaller than at implant. The lead appeared to have dislodged. The lead was explanted and replaced. The patient was in stable condition.